Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial biopsy, uterine fibroids, ovarian cyst, uterine enlargement, anemia, hyperplasia, type 2 diabetes mellitus, acute pharyngitis, skin lesion and leukocytosis. Concomitant products included azelastine hydrochloride (astepro) from (B)(6), nsaids since september 2008 and paracetamol (acetaminophen) since (B)(6), . On (B)(6), the patient had essure inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), anaemia ("anemia"), metrorrhagia ("metrorrhagia") and hypersensitivity ("post removal complication-yes, allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), repeat/multiple surgeries, d and c). Essure was removed on (B)(6), 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, weight increased and metrorrhagia had resolved and the anaemia, depression, vaginal haemorrhage, anxiety and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. She still have one coil inside that is causing her issues. Complications during removal surgery? Repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: anxiety, depression, menorrhagia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: following company internal coding review, the reported event ¿post removal complication- yes, allergy¿ was recoded to hypersensitivity. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), repeat/multiple surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved and the anaemia and psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received, patient demographic, essure indication, start and stop dates, events pain: pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, general. Abnormal. Bleeding, psych injury, weight gain, and outcomes were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial biopsy, uterine fibroids, ovarian cyst, uterine enlargement, anemia, hyperplasia, type 2 diabetes mellitus, acute pharyngitis, skin lesion and leukocytosis. Concomitant products included azelastine hydrochloride (astepro) from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), anaemia ("anemia"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complication-yes, allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), repeat/multiple surgeries, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, weight increased and metrorrhagia had resolved and the anaemia, depression, vaginal haemorrhage, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. She still have one coil inside that is causing her issues. Complications during removal surgery? Repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: anxiety, depression, menorrhagia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- metrorrhagia, post removal complication-yes. Reporter information were added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial biopsy, uterine fibroids, ovarian cyst, uterine enlargement, anemia, hyperplasia, type 2 diabetes mellitus, acute pharyngitis, skin lesion and leukocytosis. Concomitant products included azelastine hydrochloride (astepro) from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("bleeding- menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), anaemia ("anemia"), intermenstrual bleeding ("metrorrhagia"), hypersensitivity ("post removal complication-yes, allergy") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), repeat/multiple surgeries, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, weight increased and intermenstrual bleeding had resolved and the anaemia, depression, vaginal haemorrhage, anxiety, hypersensitivity and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, intermenstrual bleeding, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008, (B)(6) 2009 insertion details-right 4 and left 3. Plaintiff received treatment for pain, bleeding and other injuries/symptoms. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. She still have one coil inside that is causing her issues. Complications during removal surgery? Repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: occluding devices in place with complete occlusion of both fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received- new reporter, lab data, insertion details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial biopsy, uterine fibroids, ovarian cyst, uterine enlargement, anemia, hyperplasia, type 2 diabetes mellitus, acute pharyngitis, skin lesion and leukocytosis. Concomitant products included azelastine hydrochloride (astepro) from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), anaemia ("anemia"), metrorrhagia ("metrorrhagia"), hypersensitivity ("post removal complication-yes, allergy") and post procedural complication ("post procedural complication") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), repeat/multiple surgeries, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, weight increased and metrorrhagia had resolved and the anaemia, depression, vaginal haemorrhage, anxiety, hypersensitivity and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. She still have one coil inside that is causing her issues. Complications during removal surgery? Repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, endometrial biopsy, uterine fibroids, ovarian cyst, uterine enlargement, anemia, hyperplasia, type 2 diabetes mellitus, acute pharyngitis, skin lesion and leukocytosis. Concomitant products included azelastine hydrochloride (astepro) from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding- menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), repeat/multiple surgeries, d and c). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and weight increased had resolved and the anaemia, depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding and other injuries/symptoms. Discrepancy noted in essure confirmation test in current pfs: she did not undergo an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. She still have one coil inside that is causing her issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: anxiety, depression, menorrhagia and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events abnormal bleeding(vaginal) and anxiety/mental anguish were added. Psych injury was updated into depression. Reporter and patient demography added. Medical history and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.